Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a loose power port. The unit was replaced. There was no impact to the patient.

Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." It was reported that the controller had a loose power port 1 connector. The device was initially returned as a non-complaint device on 9/21/2016. (B)(4) was submitted into the complaint management system on 10/28/2016, after the controller was already received in heartware. As a result, the device was disposed before the unit could be analyzed. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. The reported event could not be confirmed; the device was unavailable for analysis because the unit was returned before a complaint was submitted. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.